Event description:
The patient underwent a peripheral stent placement using the vascade mvp. The physician opened disc inside the stent, and it became the collagen became caught on stent and displaced stent. Reportedly the physician "verified" disc location under ultrasound before collagen deployment; however, it was deployed in the vein. The vascade mvp was removed, and the patient's stent was replaced, and the collagen was compressed against the vein wall and its placement was verified with intravascular ultrasound (ivus). The procedure was completed with no other issue.

Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined.